Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12i20104 and h12h27101 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information obtained from the home patient (hp). The hp clarified they initial experience peritonitis on an unknown date in (B)(6) 2012. They had recurrent peritonitis 3 more times concluding on an unknown date in (B)(6) 2013. The hp did not fully recover from each peritonitis event. The cause of the peritonitis was touch contamination. The hp was retrained on proper aseptic technique. On an unknown date in (B)(6) 2013 the peritoneal dialysis catheter was removed and the hp began hemodialysis. The hp reported they recovered from the peritonitis on an unknown date in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event. This is report 1 of 4 for this peritonitis event.